Manufacturer narrative:
(B)(4). The customer returned one 5f ptd catheter assembly for evaluation. The device showed evidence of use. It was visually confirmed from the returned sample that the tip is broken off. The assembly appears typical except that the tip is broken off at the base of distal basket cap and only a portion is present on end of the basket. Microscopic examination revealed that the tip end is uneven and jagged at the separation point indicating a tear. The basket cap is visible on the distal end of the basket. The remaining tip material attached to the connector measured 2.0mm. Signs of use are observed in the basket assembly and catheter sheath. The sheath appears typical with no twists or kinks present. No other defects or damage were observed. The remaining piece of tip attached to the basket cap measured 2mm in length. The ptd basket could not be retracted/deployed in and out of the sheath tip using the catheter hub assembly. The sheath was removed from the catheter and it was determined that dried blood within the sheath was restricting the movement of the basket. The customer did not report any functional issues while the device was in use. Other remarks: a device history record (DHR) review was performed on the ptd catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. A portion of the tip remained attached to the distal connector and appeared uneven and jagged indicating a tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer reports that the doctor was in a fistula and using the ptd near the brachial valve and noticed the tip detach. He tried another and the same thing happened (second event documented in MDR# 9680794-2017-00098).it was noted that there may have been some calcium of clot that seemed to deflect the tip of the ptd. Another device was used to complete the procedure. Intervention - angioplasty to balloon the tips up to the wall and stented them in place. No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor was in a fistula and using the ptd near the brachial valve and noticed the tip detach. He tried another and the same thing happened (second event documented in MDR# 9680794-2017-00098).it was noted that there may have been some calcium of clot that seemed to deflect the tip of the ptd. Another device was used to complete the procedure. Intervention - angioplasty to balloon the tips up to the wall and stented them in place. No patient injury or consequence reported. The patient's condition is reported as fine.